Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the pump was identified. The cuff was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cuff was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the component. The pump was not received for analysis. Analysis could not confirm the reported clinical observations.

Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the pump was identified. The cuff was removed and replaced. There were no patient complications reported.